Manufacturer narrative:
Inner lumen of the catheter was getting a blood return, but they were unable to flush it. Esp personnel told her we do not recommend alteplase or any other medication and once it is deemed clotted, they should not access it, dead end the lumen, and label it ¿do not use it¿.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and unablr to flush. There was no harm or injury reported.